Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed one occurrence of total power failure followed by an abnormal restart and ventilation start. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped during use and restarted. There was no harm or serious injury reported as a result of the incident.